Event description:
It was reported that the catheter was hard to insert. There seemed to be an appendage to the plastic part making it hard to insert and go through patient's skin without using force. The user was still able to insert catheter into vein. No clinical consequences observed.

Manufacturer narrative:
No device was returned for investigation.

Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol (B)(4) , as a result of warning letter cms# (B)(4). Please disregard the initial report submitted with the MFR number: 3012307300-2022-04106. The report was submitted in error.